Manufacturer narrative:
The pump has not been returned to animas for evaluation. The patient declined to return the pump to animas.

Event description:
The patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient claimed that the pump was intermittently not responding to keypad button presses. The patient also claimed that the buttons were occasionally not clicking or springing back as usual. The patient denied that the device was exposed to moisture or that the keypad was physically damaged.